Event description:
The consumer alleges, the wheellocks did not hold, causing her to go over top of the walker and land on the left side of her chest on the curb. Serious injury is alleged.

Manufacturer narrative:
The consumer allegedly purchased a used walker in the past and the brakes at that time were not working. The consumer stated while using the rollator, they fell over the top of the rollator and alleges the incident occurred in (B)(6) 2009, but did not reported until (B)(6) 2011. The consumer stated they have been busy and not able to report this incident sooner. Past history with similar products indicates that user instability and sudden/improper device loading is the most likely cause of this incident. The consumer allegedly had bleeding trauma to her chest. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.